Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device presented displacement of the ceramics of the mandible. The piece fell into the patient but was not found.